Manufacturer narrative:
(B)(4): information unavailable. The device remains implanted.

Event description:
It was reported that post implant a adjustable gastric band, the patient had developed a large hiatal hernia. It is believed that the hiatal hernia was present at the time of the initial proceudre, however, it was not significant. Surgery is recommended to repair the hiatal hernia.additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.